Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2021 explanted: product type lead information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that the patient was having back cramps. They were not sure if the back cramps were from previous procedures (not alleged to be related to the device/therapy) and the leads being placed aggravating the same area, or if it was from the stimulation. The patient was informed they could decrease the stimulation to see if that helped ease the cramping in their back and if not for them to speak with their doctor. The patient declined decreasing the stimulation. Two days later, they reported they felt a painful burning sensation where the lead was placed. When they increased stimulation on program three, they felt cramping in their stomach. The patient was assisted in moving to program four and they felt the stimulation comfortably. They were advised to contact their clinician with questions regarding medical advice or if they had questions about their health. Additional information was received from the patient. They reported that they had stomach cramps on program 4, so they moved back to program 3. They were switched to program 5, where they could feel stimulation comfortably and were advised to decrease stimulation to a comfortable level instead of switching back to previously used programs. The patient stated they had also felt pain where the lead was placed. They were advised to contact their clinician with questions regarding medical advice or if they had questions about their health.